Event description:
It was reported that the pump alarms, "cassette not attached properly. Reattach cassette." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Review of the event history log confirmed the customer's complaint. Functional testing was able to replicate the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso sensor was malfunctioning. The dso sensor was replaced.